Event description:
It was observed that during the device evaluation, the high flow insufflation unit's primary pressure reducing valve and electric proportional valve were not good, causing oily contamination in the channel. Additionally, the solenoid valve was not good, which prevents flow volume calibration. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: it may have been caused by damage or deterioration of parts during handling, continuous action of stresses or compatibility issues. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.